Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Software engineering also noted that the issue was consistent with the following known software issue. (Em instrument cards not saved to the procedure upon exit) test track item: tt # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported by the clinical specialist (cs) that every time he turned on the system after it had been off for a while and enters an em catheter placement, he always has to add the patient reference and catheter toolcards. He says once he adds them, he can switch procedures and go back into it, then it's there. He can also turn off the system and turn it back on and the toolcards will be there. We could not replicate on the phone. He covered a case last night at this account and said the toolcards were in this procedure at the time, but now this morning they were not. There was no patient present.